Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death for bilateral below the knee amputation related to a past medical history of diabetes. Pd therapy was discontinued "a few days prior to death." The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The patient died in (B)(6) 2013. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was manufactured in 1998. As the device was not returned, an analysis could not be completed. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. The cause of the reported event could not be determined with the available information.